Manufacturer narrative:
Medtronic received the following information from a journal entitled ¿ impact of the lumbar arteries on aneurysm diameter and type 2 endoleak after endovascular aneurysm repair¿.  Ueda r, esaki j, tsubota h, honda m, kudo m, nakatsuma k, kato m, okabayashi h annals of vascular surgery. 2024 mar;100:138-147. Doi: 10.1016/j.avsg.2023.10.013 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿impact of the lumbar arteries on aneurysm diameter and type 2 endoleak after endovascular aneurysm repair¿. The time frame for the study was over nine years. Multiple manufactures products were implanted in the patient population including endurant stent grafts (9 patients). Among the patient population the following malfunction was reported; type I endoleak no further information was provided pertaining to medtronic products.